Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. Reported to the FDA on: august 19, 2016. (B)(4).

Event description:
It was reported that the device had migrated several times up high on a ventilator-dependent patient which led to improper placement. The patient was extubated and re-intubated with a new device of the same type and size. No patient harm was reported due to this device malfunction.